Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported material separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip introducer detachment requiring aspiration. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip was implanted successfully, reducing mr to <1. During removal of the clip delivery system (cds), the clip introducer broke and remained on the steerable guide catheter (sgc). The clip introducer was immediately clamped and aspiration performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.